Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient reported that she did not hear her low alert or feel any vibrations when the reading dropped below 70 mg/dl. According to the report, the patient was driving home when she started to feel lost. She started to pull over but did not stop completely before crashing into a tree. The patient was transported to the emergency room and stated that after about 15-20 minutes in the emergency department, the receiver sounded the low alert. There was no documentation of blood glucose or treatment for symptomatic low alert. Due to the car crash, the patient broke her left arm, sternum, 4 ribs on her right side, 2 lower vertebrae, and right pelvis. The patient referenced a surgeon, and she had a CT scan and x-ray during the hospitalization. She was discharged on (B)(6) 2023, then was admitted to an inpatient physical therapy site on (B)(6) 2023 and was discharged from the physical therapy site on (B)(6) 2023. At the time of the report, the patient is in better condition, but is immobile. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f18 rehabilitation.